Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There were 7 error code found. The manufacturer concludes that they could not confirm the customer's allegation and there were no visible foam degradation and unit is scrapped. Section-h has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.